Event description:
On (B)(6) 2013 the lay user/ patient contacted lifescan (lfs) alleging a onetouch ping meter was in the incorrect date and time format. This complaint was classified using the customer care advocate (cca) documentation as well as from additional information obtained during a follow up call with the patient on (B)(6) 2013. The patient reported prior to the start of the alleged issue on (B)(6) 2013 at 1 am he tested on the lfs meter and obtained a reading of ¿70 mg/dl¿ and had a glass of juice. The patient reported on (B)(6) 2013 between 2:30-3 am, the patient developed symptoms of ¿sugar shock.¿ the patient reported he had ¿passed out and fell out of bed.¿ the patient reported his wife did not attempt to give him any glucose tablets or food since he was unable to take anything by mouth and immediately called emergency medical services (ems). The patient reported on (B)(6) 2013 at 3:30 am he was treated by ems with IV fluids and an unknown injection they were trying to insert into his wrist. The patient reported his blood glucose was checked en route to the hospital and every hour, but he was unable to recall any readings. The patient reported he was given juice and crackers and was observed. The patient reported after 3 hours he was discharged from the hospital with blood glucose of ¿295 mg/dl¿ and he gave himself a dose of insulin. The patient was unsure of when the alleged issue first began, but he did believe the meter contributed to the symptoms because of the am/pm setting was incorrect. The patient believed he was getting more insulin at night than he was suppose to, causing the symptoms. The patient reported he normally tests 6 times a day and his typical readings are ¿105 mg/dl.¿ the patient reported he uses insulin pump therapy with u-100 insulin. During the time of troubleshooting the cca confirmed the alleged issue occurred immediately after removing/ replacing the battery and it was not the first time the meter had been used. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue, he developed symptoms suggestive of severe hypoglycemia and required treatment from ems for severely low blood glucose.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (09/04/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 8/27/2013 and 8/30/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.